Manufacturer narrative:
Ps312515 d4 lot #: 2100521419, 2100519585 h4 device manufacture date: 02 jul 2018, 29 jun 2018. Fisher & paykel healthcare did not receive a cannula for evaluation. Our investigation is thus based on our knowledge of the product. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Spare wigglepads are sold as an accessory for the optiflow junior cannula under the part number opt012. Without the return of a complaint device for evaluation we were unable to determine what had caused the problem as reported by the hospital. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: - ensure skin is dry/prepared. - appropriate monitoring must be used at all times. - check cannula remains secure on the face. Replace wigglepads if required.

Event description:
A distributor in brazil reported on behalf of a hospital that the wigglepads of the optiflow junior interfaces were not sticking well to the patient's face. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot #: 2100521419, 2100519585; device manufacture date: 02 jul 2018, 29 jun 2018. The complaint devices have not been returned to fisher & paykel healthcare for evaluation. We are currently in the process of obtaining further information from the facility. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a hospital that the wigglepads of the optiflow junior interfaces were not sticking well to the patient's face. No patient consequence was reported.